Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport isp. On (B)(6) 2026, during angiography with manual application of contrast medium, contrast was observed tracking horizontally above the clavicle and at the entrance of the internal jugular vein. Leakage around the port was reported. The port was subsequently explanted, and the catheter was found to still be connected. There was no reported patient injury.